Manufacturer narrative:
Conclusion and justification status for MDR: examination of the submitted device revealed damage on approximately 80% of the surface. A search of the complaint database against product code 230738403 did not find any additional reports of the device moving posterior in the shoulder behind the trial stem during removal after trialing. The search did find additional reports of damaged and deformed cup trials. The investigation for the additional reported events found the root causes attributed to wear and/or misuse. The root cause of the damaged cup trial is being attributed to the reported attempts to retrieve the trial from the posterior aspect of the shoulder. The reported event of the device moving posterior in the shoulder behind the trial stem during removal after trialing is being determined an isolated incident and no corrective action is being pursued at this time. Monitor for future reports of the device moving posterior in the shoulder behind the trial stem during removal after trialing. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Depuy synthes has been informed that the lot number is not available. If additional information is received, a follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon went to dislocate the trial from the humeral cup, it went posterior in the shoulder behind the trial stem. He had to use a kocher to retrieve the trial.